Event description:
It was reported that the mega needle driver instrument appeared to have exposed/frayed/broken metal wires at the articulating joint. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.